Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized. The reporter stated that no further information was available at the time. The reporter stated that the patient would contact animas at a later point with the pump in hand. This report is made based on the indication that the patient was hospitalized and the use of the insulin pump could not be ruled out a possible cause or contributor to the event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and alarm history for the event has been overwritten. The prime history indicates the pump was primed on (B)(4) 2013. No suspend recorded on that date. Due to the overwritten black box date it was not able to be determined if the pump was without power on that date. The pump successfully performed a 10 units audio and normal bolus. Both were accurately recorded in the pump history. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The pump information for the complaint date has been overwritten, unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.